Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
While at the philips repair bench, the technician observed the measurement panel was damaged and needed to be replaced. There was no patient involvement.